Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerge in water; no leakage was observed. The co2 insufflation port was tested; air would not flow through. Adhesive was observed in the insufflation opening on the body. Based upon the eval results, the reported complaint was confirmed. Add'l eval required. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the btt port valve on the hemopro would not allow co2 to flow. It was verified that the valve was faulty as the co2 regulator and the tubes were checked and they were fine. A replacement device was used to complete the procedure. The hosp did not report any pt effects.